Event description:
A patient was undergoing coronary stenting. The physician inserted the 2.5x18mm cypher and was trying to reposition it in the vessel. The physician noted the markers and did not see the stent. When he pulled the sds back, the stent was not on the balloon. He was able to put a 1.5x20cm maverick balloon on the wire, and expanded the stent. He then went in with a 2.5x9cm maverick balloon and postdilated the stent, deploying it to the target area in the rca. There was no patient injury.